Event description:
On (B)(6) 2012, customer reported that the wash tower probes on the cx5 delta instrument were leaking, and the instrument was generating "cuvettes failed water blank test" errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and identified a failing solenoid valve. Fse replaced the valve and the probe assembly due to an unrelated spray pattern issue. This resolved the leak and no further issues have been reported. The repair was verified by established procedures.

Manufacturer narrative:
(B)(4).